Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as onset, the patient was hospitalized. Treatment was not reported. At the time of this report, the patient was recovering and extraneal and physioneal therapies were ongoing. No additional information is available.